Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitra clip device referenced is filed under separate medwatch report number.

Event description:
This is filed to report caused damaged to another device. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted a complex valve with a deep scallop/cleft on the medial side of p2. The first clip delivery system (cds 10119u142) was advanced to the mitral valve, and the clip was deployed. A second clip (10108u135) was to be placed to further reduce mr. However, when the second clip was re-positioned more lateral to further reduce mr, the clip became stuck with the chords. The clip was ultimately freed, but during the process of freeing the clip, the clip interacted with the first clip. The first clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). Then a flail on the posterior leaflet was observed. The procedure continued with the second clip. The second clip was re-positioned to stabilize the slda. After the slda occurred, there was no room to implant a third clip to further stabilize the slda and treat the flail. The physician is referring the patient to undergo surgery. The surgery has not been scheduled. The patient will be discharged as planned. Two clips were implanted, reducing mr to 3-4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other complaint reported from this lot. All available information was investigated, the reported device damaging another device was a result of procedural circumstances/user technique. A conclusive cause for difficult or delayed positioning could not be determined in this complaint. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
N/a.